Manufacturer narrative:
Allergan aesthetics received a report of a patient who received coolsculpting treatment and was diagnosed with paradoxical adipose hyperplasia to the treated areas.

Event description:
Allergan aesthetics received a report of a patient treated to the submental area with coolsculpting using the coolmini applicator on (B)(6) 2021 and developed paradoxical hyperplasia (pah/ph).